Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance measurements were observed. Further tests to evaluate the lead were done and lead shock impedance was fine. Lead revision was considered.